Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings:a visual inspection of the pump found no cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded properly and removal of the cover did not find any damage or contamination with the button contacts. The investigation was unable to duplicate the reported button issue.